Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (resetting) was confirmed. As received, the charger/modem was resetting. Upon evaluation, the q1 current controlling transistor and the y1 crystal oscillator were internally shorted. The cause of the resets is the shorted components. The root cause of the shorted components cannot be positively identified. No adverse event resulted from the shorted components.

Event description:
A us distributor returned a charger/modem indicating that it was resetting.